Event description:
I rec'd ipl treatment for the spider veins on both of my legs. Although the dr assumed some liability for the injuries, his insurance co is claiming that the injuries were a direct result of equipment malfunction. The head of the ipl was replaced after myself and two other pts rec'd the same injuries from the treatment. The equipment used was: ipl quantum sr manufactured by lumenis. On 12/28/04 dr told me that a technician from lumenis replaced the head on the ipl after a third pt rec'd burns from a treatment. Legal representative for lumenis, is supposed to be completing an investigation as to whether or not this incident had been reported to the FDA. I spoke with her on 05/01/06 and she has not responded back as of today.